Event description:
It was reported that patient¿s pump was not holding a charge, as described by patient¿s mother who requested that issue be documented. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.